Event description:
It was reported that the bd texium closed male luer with female cap was leaking. The following information was provided by the initial reporter: we have been having issues with the bd texium closed male luer with female caps leaking when administering bolus chemotherapy. Additional information received by the customer: please confirm how the fault was identified? The fault was detected when the chemotherapy (which is red) was seen on the gause swab that was being used under the port when administering the chemotherapy. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? The fault was identified approximately half was into the bolus chemotherapy infusion. Please confirm the make and model of the connecting product(s)? The item that was attached to the infusion port was: bd texium closed male luer with female caps leaking, the batch number of the stock we are using is: 24095557. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No visible damage noted on the attached cap. Please confirm the exact location of the reported fault, was it leakage at the connection to external products or within the connector itself? The leak was noted where the cap was attached the IV infusion set port. Was there any patient/user harm? No direct harm to the patient or staff, however chemotherapy was leaked out onto gause, if correct ppe was not being worn then this would have resulted in direct exposure to staff. Also, there was a minor amount of chemotherapy dosage lost. Did the 4 reported occurrences occur on the same day 03 april or different dates? (Please provide the other event dates if different) the 4 incidences occurred within 2 weeks of each other, no managers were on shift, therefore the incident was not escalated to management to highlight.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: seventy-seven 10012241 samples were received in sealed packaging from lot 24095557 for investigation. No connecting products were available to aid the investigation. The customer reported that they are "having issues with the bd texium closed male luer with female caps leaking when administering bolus chemotherapy." Seven of the returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe whilst connected to a smartsite from bd stock. In all instances, no restriction or occlusion of flow was observed. Furthermore, the samples were then subjected to pressure testing while connected to the smartsite using a 50ml bd plastipak syringe; no leakage was observed from the texium component nor from the connection of the products throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24095557 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. However, please note there has been an increase in reports of leakage from the texium component, as a result an in-depth investigation is currently being conducted at the manufacturing facility in order to identify the root cause and implement any potential corrective actions. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10012241 product in the past 12 months. Please continue to report these events if they occur, including full details of the product(s) involved (lot numbers etc.) And by returning any affected samples for evaluation.